Event description:
Significant resistance to withdrawing deployment balloon catheter after deployment of the taxus drug eluting stent. It appears that the balloon material is adhering to portions of the stent after the stent has been satisfactorily deployed. While withdrawing the stent balloon, the guide catheter has to be carefully watched as the balloon is withdrawn. The guide catheter may advance forward excessively while attempting to withdraw the stent balloon.